Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient will undergo an ipg replacement due to the ipg not holding its charge and a lead revision with unknown reason. The patient underwent a non-device related procedure wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient will undergo an ipg replacement due to the ipg not holding its charge and a lead revision with unknown reason. The patient underwent a non-device related procedure wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).

Event description:
A report was received that the patient will undergo an ipg replacement due to the ipg not holding its charge and a lead revision with unknown reason. The patient underwent a non-device related procedure wherein electrocautery was used. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Manufacturer narrative:
Additional information was received that the lead will be replaced for a better coverage.